Manufacturer narrative:
Sensory medical has followed up requesting the order number for the tech hub to trace the lot number as the original order number supplied did not include the tech hub. Without the lot number, further investigation cannot be completed. The tech hub manual provides the following information: in the warnings section on page 3: check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. Instructions on page 11: "zip the technology hub into the canopy and secure the zipper to the loop using the lock provided." On page 19 maintenance checklist: discontinue use and contact us immediately if anything is damaged or missing. Technology hub zipper + cord loop are intact and lock is secured. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
Per complainant, approximately two months after starting to use a tech hub, she noticed the camera was offline, went to investigate and found her child had damaged the tech hub and had his arm and head through the opening. Per parent, she did not observe that her son was hurt but stated they could not locate one of the screws. Per complainant, the screws were installed securely. The family is planning to use the cloth insert until their tech hub is replaced. A picture shows an incomplete piece of the inner housing sitting on the floor, broken at the base of the large hole. A picture shows the camera and damaged inner housing panel on the floor. A picture shows the damaged tech hub attached to the bed at the base, with the bottom portion of the inner housing panel attached, the sound machine attached, and the camera missing, and the zipper still intact and secured to the locking loop with a lock. There was no report of injury as a result of the event.

Manufacturer narrative:
02172025 is the lot of the tech hub associated with this complaint. Review of the manufacturing records confirmed the lot passed all inspections.